Event description:
Additional information was received from the patient (pt). The pt reported that they found laying on their back at any time makes the relief from the stimulation decrease. Any type of pressure on "it" creates a shocking feeling in their legs. Pt reported if they put a pillow under the area of their back where the implant is, or across the arch area of their back, and not just during physical therapy, this prevents the shocking. Pt reported they had reprogramming done and it helps some, but pt does not have the full relief like they did with the trial. Weight was asked, but not reported. On 2024-may-24, additional information was received from the patient (pt). The pt reported they have stopped physical therapy, but there is still a lack of relief. They met with someone from the manufacturer for reprogramming, but still have little/no change. The pt is going to schedule another reprogramming to resolve the issue. Weight was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues not feeling 50% percent pain relief from their therapy. Pt stated they were going to be on the schedule to get the implant reprogrammed. Pt stated they were taking medication such as ibuprofen, prednisone, morphine. Pt stated they had been in for an MRI and the leads had not shifted. Pt stated the issue began around jan 25th. Agent reviewed compatibility for physical therapy. Pt stated that during their physical therapy session they would occasionally feel unexpected increases in stimulation. Agent reviewed they should work with the mdt rep while they are being reprogrammed to get the issue resolved.